Event description:
Procedure type: roux-en-y gastric bypass. According to the reporter: upon the first firing of the case a, white 60mm reload across small intestine, the device closed, fired, and opened properly. The surgeon attempted to close the reload to remove it from the trocar but it would only close half way. The surgeon was able to remove it and handed the device to the scrub. At this point, no buttons would work and the green handle indicator was blinking. The adapter and reload indicators were not on. The scrub tried every button and removed and reattached the shaft but nothing would work. The team pulled out and reinserted the battery and the device reset and worked fine for the rest of the case. Operative time was not extended beyond thirty minutes. There was no unanticipated blood loss more than 250cc. There was no buttress material used.

Manufacturer narrative:
(B)(4).